Manufacturer narrative:
This product remains implanted (and out of service); therefore, technical analysis cannot be conducted. Of note: this device was manufactured prior to the date 24 september 2013. Therefore, a complete unique device identifier (UDI) is not available.

Event description:
It was reported that during a routine follow-up, a trend of right ventricular (rv) lead shock impedance measurements around 160 ohms was discovered. Provocative maneuvers were performed with negative results. There were no recorded episodes of noise, and other parameters were stable and within range. Considering the lack of need for pacing for this patient (less than one percent paced in the ventricle), subcutaneous implantable cardioverter defibrillator (s-ICD) screening was performed with positive results. This patient will undergo a system replacement to a s-ICD system in the coming weeks. No adverse patient effects were reported. This lead remains in service. Additional information: this patient's transvenous system was surgically abandoned (it remains implanted but out of service) and an s-ICD system was implanted without incident. Besides surgical intervention, no other adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted. Of note: this device was manufactured prior to the date 24 september 2013. Therefore, a complete unique device identifier (UDI) is not available.

Event description:
It was reported that during a routine follow-up, a trend of right ventricular (rv) lead shock impedance measurements around 160 ohms was discovered. Provocative maneuvers were performed with negative results. There were no recorded episodes of noise, and other parameters were stable and within range. Considering the lack of need for pacing for this patient (less than one percent vp), subcutaneous implantable cardioverter defibrillator (s-ICD) screening was performed with positive results. This patient will undergo a system replacement to a s-ICD system in the coming weeks. No adverse patient effects were reported. This lead remains in service.